Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure iol looked glittering after insertion. Additional information received and stated that there was glittering foreign material on the iol optic surface and on the haptic that appeared to be on or in the iol. The surgeon attempted to aspirate it with the irrigation and aspiration but it did not move. The viscoelastic material was aspirated and the procedure was completed.

Manufacturer narrative:
The reporter state's the use of micro gloves with powder. Lens preparation for the implantation is not provided. Post implantation a dust like particles are visible over the iol optic. The exact location of the particles cannot be confirmed. Based on our observation of the attached video, there are dust like particles on the iol. A definitive determination of observed particulate cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).